Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included fibromyalgia, urinary tract infection, dizziness, attention deficit disorder, uterine bleeding and menorrhagia. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy/ post-implant pregnancy"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), infection ("infection"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy on (B)(6) 2019 and vaginal cuff repair on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, dyspareunia, infection, vaginal disorder, autoimmune disorder, migraine and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, migraine, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: 100% bilaterally blocked. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : dysmenorrhea, migraine, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: plaintiff fact sheet and medical records received : case category updated to serious incident. Reporters information, patient's dob and product indication added. Insertion and removal date updated. Events added pelvic pain, uterine perforation, dyspareunia, genital haemorrhage, infection, vaginal disorder, migraine, autoimmune disorder, dysmenorrhea. Infant details updated. Concomitant medical conditions added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included fibromyalgia, urinary tract infection, dizziness, attention deficit disorder, uterine bleeding and menorrhagia. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy/ post-implant pregnancy"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), infection ("infection"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea") and pain in extremity ("leg was shaking (top pain)"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy on (B)(6) 2019 and vaginal cuff repair on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, dyspareunia, infection, vaginal disorder, autoimmune disorder, migraine, dysmenorrhoea and pain in extremity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: 100% bilaterally blocked. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : dysmenorrhea, migraine, pelvic pain the following information was received from social media leg was shaking (top pain). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- leg was shaking (top pain). Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included fibromyalgia, urinary tract infection, dizziness, attention deficit disorder, uterine bleeding and menorrhagia. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy/ post-implant pregnancy"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), infection ("infection"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea"), pain in extremity ("leg was shaking (top pain)") and vitamin d deficiency ("extereme low vit d"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy on (B)(6) 2019 and vaginal cuff repair on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, dyspareunia, infection, vaginal disorder, autoimmune disorder, migraine, dysmenorrhoea, pain in extremity and vitamin d deficiency outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal disorder and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: 100% bilaterally blocked. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : dysmenorrhea, migraine, pelvic pain the following information was received from social media leg was shaking (top pain). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : following event was added : extereme low vit d.reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included fibromyalgia, urinary tract infection, dizziness, attention deficit disorder, uterine bleeding and menorrhagia. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device ("pregnancy/ post-implant pregnancy"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), infection ("infection"), vaginal disorder ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy on (B)(6) 2019 and vaginal cuff repair on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, dyspareunia, infection, vaginal disorder, autoimmune disorder, migraine and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, migraine, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: 100% bilaterally blocked. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : dysmenorrhea, migraine, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.